Event description:
Customer reported issues with the time being faded on the insulin pump. Customer stated when it was 11 only partially would be cut off. Customer's blood glucose was 137 mg/dl. The device was not dropped nor bumped. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with missing segments, due to lcd cracked zebra connector. Insulin pump received with minor scratches on display window.